Event description:
It was reported that during a da vinci-assisted abdominal peritoneal surgical procedure that the blade of the vessel sealer extend instrument remained exposed half way down the knife track. The procedure was completed with a backup instrument with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument associated with the reported complaint and completed the device evaluation. Failure analysis neither confirmed nor replicated the customer reported complaint indicating that the blade was exposed. A review of the error logs did not show blade jam or blade retract failures. The instrument was placed and driven on an in-house system where it passed recognition/engagement, jaw open/close, cut, and energy delivery tests. There was no blade exposed and no blade damage. However, the instrument did fail the intuitive motion test. The instrument grip-tips moved in the wrong direction due to the roll gear having damaged keys, which allowed the main tube to roll past the hard stop. The main tube can rotate independently from the roll gear resulting in miscalibration between the surgeon side console (ssc) master tool manipulators (mtm) and tube creating unintuitive motion of the distal tip.